Event description:
A malfunction alarm was reported, specifically identified as malfunction code 0, but there was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support assisted the customer with resetting the pump, and after the reset, the malfunction did not recur. The customer was advised they could continue using the pump and to contact support again if the issue reappeared, which they acknowledged and understood.